Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4); product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 01-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. A valiant stent graft was also implanted in the patient approximately one month later. It was reported a follow up CT identified thoracoabdominal aneurysm enlargement and a dissection. Per the physician, the cause of the event is disease progression. Two endurant limbs etlw1616c93 and etlw1616c156e were implanted in the patient during an intervention procedure. No additional clinical sequelae were reported and the patient will be monitored. Medical history: dissection, hypertension, osa.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.